Event description:
It was reported that the patient experienced pain as a result of their implantable pulse generator (ipg) reaching the end of life. The patient underwent an ipg revision procedure where the device was explanted and replaced and is doing well post-operatively.

Manufacturer narrative:
The returned wavewriter alpha prime 16 was analyzed and the reported allegation of the ipg reaching end of life was confirmed. Analysis of the data logs revealed that the patients battery lifetime was calculated at 1 year, 3 months, and 15.2 days with an average energy use index of 24. Engineers calculated that the battery lasted approximately 99% of the theoretical lifetime. Therefore, this investigation is assigned a probable cause of end-of-life problem identified. The database analysis revealed that the ipg appears to be functioning normally, and no device deviations were observed.

Event description:
It was reported that the patient experienced pain as a result of their implantable pulse generator (ipg) reaching the end of life. The patient underwent an ipg revision procedure where the device was explanted and replaced and is doing well post-operatively.